Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow buttons were intermittently unresponsive and described as "sticking." The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleans it with a damp cloth. It was reported that a protective skin was in use. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the down and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and moisture in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.